Event description:
Customer reported a malfunction indicated by code malf 0. There was no adverse impact to the customer's blood glucose level. Initially, the customer could not reset the device due to the absence of a charging pad. During a follow-up, technical support assisted in resetting the pump, and the malfunction did not recur. The customer continued using the pump and successfully rejoined the sensor session and resumed insulin delivery, with instructions to contact support again if issues reoccurred.